Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient was hospitalized due to hyperglycemia. The patient's blood glucose levels reached 26 mmol/l (468 mg/dl). A communication error alerted while wearing the pod for between 5 and 24 hours. The pod was removed and the doctor gave the patient 3 units of novorapid insulin. A new pod was applied and the patient was released after approximately 5 hours.